Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. The customer was treated with food. It was unknown using insulin pump system within 48 hours of reported low blood glucose event. It was unknown the auto mode feature was not active at time of low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.